Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, upon starting the impella, the flows were lower than expected. A kink was identified in the cannula and multiple attempts were made to correct the kink without success. It was noted that the patient had a short, tight aorta. The pump was removed and replaced and there was no harm to the patient.

Manufacturer narrative:
The investigation for the reported product damage (cannula kink)issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs showed the immediate occurrence of the suction alarm upon starting the impella. The alarm was accompanied by low flows and non-pulsatile motor current. A cannula kink was found near the outflow cage. Otherwise, no damage or abnormalities were found on the returned pump. The root cause of the product damage (cannula kink) was determined to be due to the patient¿s condition, specifically the patient's small and narrow aorta. This report is being filed as part of a retrospective review of historical records.